Event description:
Healthcare professional reported a left side capsular contracture baker grade iii, distorted, constricted, indentation, displacement. Healthcare professional later also reported "crease along the shell", "any creases", "implant tightening, distortion of shape, and pain", "left capsule constricted with inferior and medial indentation and superior implant displacement", and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Crease folding of implant: additional observations: observed deformation observed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii, distorted, constricted, indentation, displacement. Healthcare professional later also reported "crease along the shell", "any creases", "implant tightening, distortion of shape, and pain", "left capsule constricted with inferior and medial indentation and superior implant displacement", and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.